Event description:
During preventative maintenance of the device, the user reported the end cap of the occluder module was difficult to adjust and the latch was broken. The user was unsure how the latch was broken. The device was returned for investigation and repair. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this revent.

Manufacturer narrative:
Evaluation in progress, but not concluded.